Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient obtained a blood glucose result of 141 mg/dl on the nano system. Within 3 minutes, patient's blood glucose was also tested on a physician's meter (type not reported) which reported a result of 60 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.